Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds one day post implant and required the lead to be repositioned. The lead remains in use. The patient was enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.